Event description:
It was reported that during the treatment of a moderately calcified superficial femoral artery, the device was prepared for use outside of the anatomy and the balloon was soaked in normal saline prior to use. Reportedly, during pre-dilatation of the vessel the balloon ruptured during the first inflation at 6 atmospheres. A same sized non-abbott balloon dilatation catheter was used to pre-dilate the vessel. The physician believed that the balloon rupture occurred due to the calcified lesion. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.